Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported hub leak was unable to be confirmed due to the condition of the device returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported leak appears to be related to operational context of the procedure. The investigation was unable to determine a conclusive cause for the noted cracks in the hub. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. A 4.0 x 18 mm xience alpine stent delivery system (sds) was used. However, when it was connected to an unspecified inflation device, blood was noted to be coming out of the hub of the sds as pressure was being increased. Therefore, the balloon was not able to be inflated and the device was replaced with an unspecified xience alpine sds to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.